Event description:
During pt treatment, the oscillator apparently overheated, the "oscillator overheated" caution lamp activated, and the oscillator finally stopped. The pt was placed on another 3100a without compromise.